Event description:
It was reported that the patient presented with premature discharge of battery on the implantable cardioverter defibrillator (ICD). No intervention was performed and the ICD was pending explant. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device at end of service (eos) was returned in one piece for analysis. Longevity calculation, telemetry, impedance, sensing, and pacing functions of the device were normal with no anomalies found.

Event description:
New information received notes that the implantable cardioverter defibrillator was explanted. Further information was requested but not received.